Event description:
User claims that after applying reusable cold compress for twenty minutes she suffered third degree burns. Her physician dressed the wound with "silverdin" crean to help alleviate the pain.